Event description:
Reporter alleged that he was in the hospital for six days because of blood poisoning that his doctor advised was caused by the soft touch lancet. No other action or treatment resulted. A request was made for the return of the suspect device.